Event description:
On 03/12/2018, osteomed was notified of an incident concerning one of our implant devices. Per the distributor, the surgery was performed in (B)(6) 2018. The plate was removed on (B)(6) 2018 after breakage.

Manufacturer narrative:
The exact root cause of why the plate, a medial tibia ankle plate, p/n 336-4006, broke two months post-implantation could not be determined. There are multiple possibilities. Some include allowing patient to bear weight prematurely, thus forcing the plate to experience excessive loads; excessively bending the plate prior to implantation; a poor plate design or material; the patient experienced an unreported secondary trauma to the same ankle; or the patient did not follow the surgeon's post-operative instructions. There was no lot number provided; therefore, no review of the DHR was possible. A two-year review did not identify any capas for this plate. A two-year review did not identify any ncrs for this plate. A review identified this as the only complaint for this plate in the past four years (the lifetime of the product). The risk of a non-union with a related broken plate is covered in the extremilock ankle plating system (e-aps) risk document, and has an overall risk rating of "medium". The e-aps IFU warns the user of the possible root causes such as use of undersized implants in areas of high functional stress, excessive bending of the plate pre-implantation, and expecting the plate system to endure excessive abnormal functional stresses. The IFU also alerts the user that the e-aps is intended for temporary fixation only until osteogenesis occur, and that the surgeon should provide post-operative instructions to the patient, including alerting the patient of the potential for secondary injuries to a surgical site if the patient is non-compliant. This issue will be monitored through routine trending.